Event description:
It was reported that the device was used during a low anterior resection. When the device was fired it did not release the staples into the anastomosis. There were no consequences to the patient. It is unknown at the time how the case was completed.